Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). At this time, carefusion has not received the suspect device/component for evaluation.

Event description:
It was reported to carefusion that model lap top ventilator 1200 failed while connected to a patient. The patient was an acute respiratory distress syndrome (ards) ventilated patient. During transport the unit alarmed ¿battery empty¿ with the battery pack attached. Both batteries showed fully charged but when connected to the ventilator they did not charge the ventilator. The ventilator was plugged into the wall and transport was completed. Upon taking the patient from the aircraft to the hospital the ventilator battery showed empty again and quit functioning. The patient was provided positive pressure ventilation via bag mask valve. The patient had a short period of desaturation until the bedside ventilator could be connected.